Manufacturer narrative:
The device was returned to olympus for inspection. Reasonably known information suggests probable causes such as stress problem identified. Problems caused by either excessive or inadequate physical force exerted on it by another object resulting in problems e.g. Wear, bending, deformation, fracture, fatigue. The most probable cause of this complaint is cause traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cystonephrofiberscope to the service center for broken tip. During the device analysis, the service inspector indicates that a blown out bending section cover was found. It was determined that the device needed to be replaced. There was no patient involvement.